Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens tore as it was inserted into the patient's eye. Lens was removed with no larger incision or suture required. No patient injury. The facility uses off-label injection system.

Manufacturer narrative:
(B) (4). (B) (4).